Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during an intraocular lens (iol) implant procedure, the lens optic and haptic were found damaged when implanting. It was most likely damaged to begin with. The lens was implanted, then explanted, and the surgery was completed after replacing the product with another one. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned positioned incorrectly in the iol case. The lens is returned in 4 segments, with approximately 10% of the optic missing. Solution is dried on the iol. The tip of one haptic is broken and is returned. The other haptic is intact. The optic is torn/split-cut dividing the optic in three segments, with two segments adhered to each other. The optic edge is chipped/damaged in one of the segments of the lens. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Provided photo 1 shows an yellow single-piece lens being inserted into the loading area of a monarch cartridge. The lens was held by forceps. There appeared to be three areas of edge damage. Provided photo 2 shows a partially implanted iol. The optic and two haptics are visible. The haptics are in a folded position over the lens optic. One haptic tip appears to be broken. The iol optic appears to be chipped along the edge. Two videos were provided. The first video showed a yellow single-piece lens held by forceps being loaded into a monarch cartridge. The lens appeared to have three areas of edge damage, and a damaged haptic tip observed as it was being loaded. This was very hard to see due to glare. Only the cartridge loading area was visible. Ovd amount could not be determined. The lens was inserted into the loading area. The lens was not biased down. The lens was very rapidly advanced with the loading forceps to the nozzle entry area. This video ends. The second video started with the cartridge tip already inserted into the incision. The yellow lens was visible at the parting line. The lens was advanced into the eye. The areas of damage observed on the first video were clearly visible on the optic edge and at the haptic tip. We are unable to determine the root cause for the reported complaint "damaged lens optic and haptic". Video shows significant lens damage prior insertion into the cartridge. The lens has been subjected to handling, no video is available on lens position in the lens case or the lens handling prior insertion into the cartridge. No determination can be made when the damage occurred. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).